Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified reason. This lead remains at the healthcare facility. No additional adverse patient effects were reported.